Event description:
Pt underwent a vascular aortic graft replacement following an acute aortic dissection. A blood leakage was evidenced preoperatively through the graft. Blood products (activated factor vii) were administered to the pt. Graft remained however implanted. No further info was provided.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. Method: a non-implanted portion of the complaint device returned to the MFR underwent water permeability testing. Test result indicated a value well within product specifications. In addition, seven hemabridge products, from finished goods inventory, from the same lot # than the complaint device and coated the same day and at the same time than the complaint device underwent water permeability testing. Test results also indicated values well within product specifications. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. Four products coated on the same than the complaint device underwent water permeability testing. Test results indicated values well within product specifications. Conclusions: no conclusion can be drawn. However, the testing performed on similar products would tend to indicate that the device was not defective.